Event description:
It was reported that the programmer displayed an error message, and the keyboard needs to be fixed. The programer rf heads do not consistently interrogate devices. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Device analysis is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis confirmed the reported event. (B)(4) the programmer booted up with a system error. The keyboard was found damaged and not mounted in place. (B)(4) no telemetry. Cable found electrically out of specification. (B)(4) no telemetry. Cable found electrically out of specification. (B)(4) the rf head had telemetry but failed (B)(4) test. The rf head case was found out of mechanical specification.